Event description:
It was reported that the device had less than the expected longevity. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 694765 implantable tachy lead (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008; 419478 implantable pacing lead (B)(6) 2008. (B)(4).